Manufacturer narrative:
Updated fields: b4, g1, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4 (lot #) it was mistakenly added initial emdr. A getinge field service engineer (fse) troubleshot the unit and found the problem to be in the vacuum line. He disassembled the unit and replaced all vacuum (d004-00-0058) and pressure (d004-00-0055) hoses along with the pneumatic connectors from the compressor. Reassembled the unit and checked for vacuum pressure, unit is now good with a pressure of -75mmhg and vacuum recovery time of 3.6s. Performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aoritc balloon pump (iabp) had vacuum leak. There was no patient injury or harm reported.